Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient said they had a strange sensation down the back of their leg when they exercise. The patient said recently they just started laying on the floor and they feel it when they lay on flat surfaces. The patient said when they lift their butt up it goes away. The patient said it is almost like the muscle quivers. The patient said its not painful just noticeable. The patient said they have a dull ache on the side of their hip, and they can¿t sleep on that side. The patient didn't know if it was from when they injured their hip a while back or if it is from the exercising. The patient said it started probably a couple months ago. Patient services redirected patient to follow up with their healthcare professional and reviewed that positional changes can cause stim sensation changes. No further complications were reported.